Event description:
A report was received that the patient was having discomfort at the ipg site and complained of the ipg pushing on her back. The patient was experiencing nausea, positional variance when the device was turned on and pain that was intensified by any activity. The patient was prescribed with lyrica and norco for the pain. The physician planned to explant the patient's system.

Manufacturer narrative:
Correction: the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the ipg and leads were explanted due to unexplained fever. The physician believed that the fever was not device related. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having discomfort at the ipg site and complained of the ipg pushing on her back. The patient was experiencing nausea, positional variance when the device was turned on and pain that was intensified by any activity. The patient was prescribed with lyrica and norco for the pain. The physician planned to explant the patient's system.

Event description:
A report was received that the patient was having discomfort at the ipg site and complained of the ipg pushing on her back. The patient was experiencing nausea, positional variance when the device was turned on and pain that was intensified by any activity. The patient was prescribed with lyrica and norco for the pain. The physician planned to explant the patient's system.